Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc bi71000475 mvs interface; lot/serial number: unknown. A medtronic representative went to the site to perform a system checkout. It was found that when the umbilical cable was connected, the system did not connect with the imaging acquisition system computer. The mobile viewing system interconnect cable was replaced. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system. It was reported outside of a procedure that the physicist tried to use the system and there was an error. When the system was checked again the following day, it showed "connected not ready". Both systems are powering up and no communicating with each other. There was no patient involvement.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000443, serial/lot : (B)(6) h3, h6: the cable has been returned for product analysis, and analysis is currently in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a hardware analysis was initiated to determine the probable cause of the issue. Analysis confirm reported issue "intermittent charging." Cable failed bench test. During bench test, it was found that was an open connection between lemo pin #4,5 and yellow side connector pin #2 ,3. Visual inspection shows signs of normal wear and tear. Fdccodes: 4307, fdmcodes: 10, fdrcodes: 114 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.